Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2013. At the beginning of the procedure the drive cable needed to be reconnected multiple times, the motor drive unit's lights were flashing, the hand piece was not working, and it was making a loud noise. Halfway through the procedure, the hand piece stopped working and the drive cable bounced around violently. There was no problem with the cpc connector. A different type of device was used to complete the procedure. There was no adverse patient consequence reported.